Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, explanted: (B)(6) 2017, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was having a lead revision surgery. During the dissection of tissue with a radiofrequency electrical ablation tool the patient reported feeling a brief sensation in their right arm. The surgeon stopped using the device immediately and switched to using another tool. The patient¿s lead was explanted. No complications or further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40 ,lot# v093181, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Patient code (B)(4) no longer applies, (B)(4) has replaced it.

Event description:
Additional information was received from the rep who reported that the lead revision was performed because the lead was mechanically impaired due to suspected fracture and a loss of therapy efficacy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.